Event description:
It was reported that the customer was at the physician office for regular check up. Caller stated that the customer was throwing up due to high blood glucose. Paramedics were called to assist the customer with high blood glucose. Caller stated that the blood glucose reading was over 700 mg/dl when paramedics arrived. Caller sated that they believe that the insulin pump was not delivering the basals. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor. Motor passed motor test. Unable to perform occlusion test due to prime/fill anomaly. The blood glucose meter communicates properly to the insulin pump.